Manufacturer narrative:
Evaluation: view of pictures provided seem to show a slight bend at the end of the heat exchange tube and end cap where blood is shown on the end of the aluminum tube. Upon completion of the investigation, a follow-up report will be submitted.